Event description:
It was reported that the menu and check buttons on the infusion device had been only functioning intermittently for the past month. Menu and check buttons have indentation from pressing with the fingernail. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.